Manufacturer narrative:
Citation: lindsay a.c. Clinical and economic consequences of non-cardiac incidental findings detected on cardiovascular computed tomography performed prior to transcatheter aortic valve implantation (tavi). Int j cardiovasc imaging. 2015 oct;31(7):1435-46. Doi: 10 .1007/s10554-015-0685-z. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding clinical and economic consequences of non-cardiac incidental findings detected on cardiovascular computed tomography performed prior to transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2007 and 2011. The study population included 380 patients (predominantly male; mean age 79 years; 219 received tavi), an unspecified number of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients 46 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: new conduction abnormalities, aortic regurgitation, and emergency valve-in-valve. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.